Manufacturer narrative:
Apoc incident: # (B)(4). Correction to h2: event date changed from 27-nov-2023 to 24-nov-2023. Justification: there was no I-stat test on 27-nov-2023. The investigation was completed on 24-mar-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Due to expiry of cartridge lot a22164 on 12-jan-2023, prior to the investigation open date (24-feb-2023), retained cartridge testing could not be performed. No deficiency has been identified for ctni cartridge lot a22164.

Event description:
On 24-feb-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false negative discrepant result of 0.04 ng/ml on a patient. The complaint was received from an active monitoring survey for the I-stat ctni cartridge. There was no patient information at the time of this report. Method: I-stat; sample: plasma; date: (B)(6) 2022; time result: 08:25 0.04. Architect; plasma; (B)(6) 2022; 08:21 0.132. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.